Event description:
All of the packaging for this device was received for analysis. It was noted that the box tray which contained the device had its protective seal opened, however a clear impression of where the tray had been sealed originally was visibly. Also received were the outer package and the box package. Visual examination of the outer package revealed that the seal had been opened, however an impression of the original seal was visible. This particular device was not used. No other complaint has been reported for this particular batch of devices. The shop floor paperwork for this bacth has been reviewed. Bo issues were noted that with this review that would have contributed to the complaint reported. Device analysis can confirm that the box tray seal was opened. However a clear impression of where the tray had been sealed originally was visible. This issue could only have occurred after the package was intentionally opened. As it is not possible to conclusively deterrmined the root cause as to how the pouch became opened no corrective action is to be initiated at this time. Co have, however, highlighted this complaint to the packaging personnel. It is noted that this is an isloated incident. Co will continue to minitor this type of complaint in order to ensure that there is no compromise to product quality.

Event description:
Upon opening the box the product pouch for the balloon was already open. The balloon was replaced with another talon balloon and the procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'stable'.